Event description:
It was reported that the liner was loose. The liner was not contact with the cup. Due to this there was luxation. Revision was performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D6a: date of implant was an unknown date in 2012.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added :d4 (lot, catalog, expiration date), d9, h4, g4 PMA/ 510(k) corrected: d1, d2a, if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- liner was loos, liner was not contact with the cup. Due to this there was luxation. Primary operation was done in 2012. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the rim of the altrx neut 32idx50od has four out of six anti-rotation device (ard) tabs sheared off, the fractured fragments were no returned for evaluation. Additionally has a portion of the rim deformed. It is evident that the edge of the liner was loaded by the femoral head, there are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. Based on the observations it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx50od product code: 122132050 lot number: 391230 and no non-conformances or manufacturing irregularities were identified. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx50od product code: 122132050 lot number: 391230 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d9 and d10. Corrected: d4 (UDI) and h3.